Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) went to the user¿s facility to inspect an olympus device. During the visit, the customer¿s evis exera iii xenon light source was intermittently producing an e101 temperature-related error code. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, no specific root cause could be identified; however, it is likely that the malfunction occurred due to the following factors: the heat waste function not working properly, possibly because of dust in the ventilation grilles. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that this event occurred during either a diagnostic gastroscopy or a colonoscopy procedure. According to the initial reporter, the intended procedure was able to be completed using the subject device without any delays or harm to the patient. The customer did go on to note that the device was inspected prior to use and no abnormalities were reported.